Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope distal end was stuck in endotracheal tube section. The event occurred during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6. Corrected fields: d6a/b, g2. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue was due to a damaged bending section. In addition, the following reportable malfunctions were identified during the device evaluation: damaged bending section and image interference/noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Regarding the image issue, it was likely an electronic issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.